Manufacturer narrative:
Additional information was received on 12 jun 2014 stating that the patient symptoms have resolved.(B)(4).

Event description:
Treatment of a small unruptured amorphous aneurysm measuring 4mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given dual anti-platelet therapy. The patient underwent pipeline embolization treatment on (B)(6) 2014 involving two pipelines. During the procedure, it was reported the first pipeline (4.25mm x 12mm) was implanted without issues. The second pipeline (4.25mm x 14mm) was implanted, but did not open proximally despite balloon angioplasty (an option presented in the instructions for use, u.s.) On the proximal end and the pipeline remained in the patient. The patient was examined and responded positively in cognitive and physical aspects. Post procedural imaging revealed and eclipse and slow flow into the aneurysm. On the morning after the procedure, the patient had speech problems and rue (right upper extremity) weakness and had since improved with symmetric perfusion on spect (single-photon emission computerized tomography). It was noted that the physician may have possibly pushed the wire instead of unsheathing the pipeline on the final third of the deployment and may have caused the proximal bumper to kink the proximal end of the pipeline. There were no plans to remove the pipeline at the moment. On (B)(6) 2014, it was reported the patient had an occlusion in the left ica and the condition was the same. The onset of the occlusion was unknown. On (B)(6) 2014, it was reported the patient was still undergoing therapy and was stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).